Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the text on the pump display screen was changing colors. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the pump was observe to power on with a blank display screen but functional audible and vibratory tones. The pump was opened and the display screen was found to be cracked. The damaged display screen was replaced with a test screen and the display returned to normal.